Event description:
A user fell down a flight of stairs while using the device. The user's family member (who also reported the event), was assisting pt to traverse down the stairs outside their residence, with the device in stair assist function. Reported they were able to complete the first step, but, when the cluster rotated down to the second step, the device continued to rotate down the stairs. The assistant reported the assist handle was ripped out of their hand and the chair's momemtum carried it and the user (sliding) down the stairs. The user was wearing their lap belt when the event occurred. The user sustained a sprained ankle, but no medical attention was sought. Although the fall may have been caused/contriuted to by the user and/or assistant, and no severe no injury was reported as a result of this event, if this event were to recur, there is a potential to cause serious injury to the user.